Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the saphenous vein graft (svg). A previously deployed stents were noted in the target lesion as seen on angiogram. A 4.00x28mm promus premier¿ stent was advanced to the lesion, however, the device was unable to cross the lesion. The physician removed the device and it "kind of got snagged" on one of the previously implanted stents. The 4.00x28mm promus premier¿ stent came off the stent delivery balloon and was floating and "kind of facing" the aorta on the wire. The dislodged stent was safely removed from the patient's body using a snare. The procedure was completed with a shorter size of the promus premier¿ stent. No further patient complications were reported and the patient did fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).